Manufacturer narrative:
The electrode was repositioned without complication. New dfts were performed and while some initial undersensing was noted, the device sensed and delivered therapy appropriately, with a normal time to therapy and conversion of the vf with the first shock. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing atrial fibrillation (af). The shocks induced ventricular fibrillation (vf), where the first 80j shock did not convert the arrhythmia but the second 80j shock was successful. The patient was seen in a remote hospital where the device was checked. A copy of the episode report was submitted to technical services (ts), where it was confirmed the initial rhythm was af. It was reported the device had been programmed with one zone and 180 bpm rate cut off due to some undersensing noted at defibrillation threshold (dft) testing. Ts provided a simulation of the episode where a conditional zone was programmed also and this showed reduced potential for the inappropriate shocks. The physician was considering an exercise test and a possible repositioning of the electrode, to improve the patient's defibrillation thresholds. No adverse patient effects were reported.